Event description:
On (B)(6) 2011, pt requested assistance decreasing her basal rates on the infusion device following a meeting with her diabetes educator. Pt reported 2 hypoglycemic events that occurred approx 1 month prior to the report. She was out with her daughter and could feel her blood glucose dropping. Daughter tested her blood glucose and it was 11 mg/dl. She ate candy and a cupcake and drank a soda, and this raised her blood glucose back to her normal range of 80-200 mg/dl. The next morning, pt's husband thought she was having a bad dream because she was "thrashing around." He realized she was having a hypoglycemic event. Husband forced her jaw open to provide orange juice, and she "came to" quickly. Pt does not know what her blood glucose was that morning. Pt believes she might have had a glass of wine the night before the incident. She also did not know she was supposed to count carbohydrates. Pt received further education at the meeting with her diabetes educator, and she believes she had been giving herself too much insulin for food. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.